Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on and mesh was implanted concurrently with total vaginal hysterectomy, prophylactic bilateral salpingo-oophorectomy, modified mccall culdoplasty, anterior and posterior colporrhaphy, retropubic urethropexy under cystoscopic guidance due to pop and hypermobile posterior urethra. It was reported that patient underwent mesh revision on (B)(6) 2011 due to vaginal mesh exposure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.